Event description:
Procedure type: hartman procedure. According to the reporter: when retrieving the stapler, they realized that the stapler cut but did not staple. The staples remained unformed on tissue. They had to resect the area in order to remove the staples and perform a new tobacco-pouch suture. They proceeded to introduce another device in order to solve the issue with the previous one. This time the staple left a quarter of the donut opened with malformed staples. They repeated the process of resecting the area, cleaning the staples, creating a new tobacco-pouch suture, and introduce another device. There was no bleeding of more than 500cc bleeding. There was no extension of operating time of more than 30 minutes. There was unanticipated tissue loss. There was unanticipated tissue damage.

Manufacturer narrative:
(B)(4).